Event description:
The customer reported being hospitalized for diabetes ketoacidosis and high blood glucose of 360 mg/dl. The customer stated that she was throwing up and her glucose level would not drop. Troubleshooting was performed. The customer stated that she changes the infusion set every two to five days. Advised the customer to change the infusion set every two to three days. The programming on the insulin pump was correct. The daily totals and bolus history were accurate. Ran a fixed prime test and the insulin exited. Performed a high pressure test and the device did not alarm, found leaks in the tubing. Instructed the customer to change the infusion set and performed the high pressure test. The device passed the test. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.